Event description:
On (B)(6) 2012, a warming message was displayed upon interrogation of the subject ICD: delivered energy of last shock (j): 0,0. It should be noted that according to data stored in device memory, this warning applies to a shock delivered upon implantation in (B)(6) 2009. Device previous interrogation was in (B)(6) 2011. An explanation is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.